Event description:
Staff have reported "problems" with the glucose meters and upon investigation we have discovered various degrees of the meter battery heating and bulging to the extent of splitting the outside housing of the battery and rendering the meter unusable until we exchange the battery.what was the original intended procedure?na.device #1is this a laboratory device or laboratory test?yes.this problem involved: the instrument.is this a recurring problem with this assay, test kit or instrument?yes.if you answered yes to the question above, please provide additional comments:battery heating and bulging.which of the following problems did you observe:poor test/instrument design.please describe any follow up actions:manufacturer notified.